Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu states: "do not exceed the balloon rated burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. The 2.25mm x 12mm nc emerge balloon catheter was advanced to the lesion. The balloon was inflated at 22 atmospheres on the first and second inflation however, the balloon was unable to dilate the lesion sufficiently due to severe calcification. On the third inflation, the balloon ruptured at 22 atmospheres. The device was completely removed from the patient and the procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.